Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Upon completion of the procedure the catheter was removed from the patient and looked as if the heating element melted or disformed. There were no adverse events during the procedure reported and the patient did not experience discomfort. Investigation of the returned device on (B)(4), 2014 found a 0.5 cm length of coating exhibited a bubbled appearance.